Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on march 2, 2020. Device evaluation summary: according with the information reported the patient experienced a rupture and developed capsular contracture. A manufacturing record evaluation (mre) was performed for the finished device number 6682757, and no non-conformance's related to the reported complaint were identified. During visual inspection of the device it was observed to be ruptured and received incomplete. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture/capsular contracture. Concomitant medical products: 475cc mentor memorygel breast, catalog #3504754bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast reconstruction with a 475cc mentor memorygel breast implant experienced left sided rupture post procedure. The rupture was diagnosed through magnetic resonance imaging. Additionally, capsular contracture was noted. As a result, prosthesis replacement with gel implants was performed (B)(6) 2020.